Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection, perforation, cardiac tamponade, cardiac arrest and surgery occurred. The target lesion was located in the mildly tortuous, severely calcified, 100% occluded circumflex artery (cx). The dr attempted to cross the lesion using two unk cutting balloons, and also a flextome cutting balloon and an ultra2 cutting balloon but was unable to cross the lesion with these four devices. The vessel was then predilated twice using a 3.00 x 20 mm quantum maverick balloon to 18 atms, after inflation a dissection was seen in the cx. The dr then deployed a 3.50 x 32 mm taxus express2 drug eluting stent at 14 atms to repair the dissection. Upon deployment of the taxus stent a perforation in the cx occurred. A jomed covered stent was then placed inside the taxus stent to treat the perforation. The pt experienced cardiac tamponade and cardiac arrest and was taken to surgery where coronary artery bypass was successfully performed. Reopro, protamine, nitroglygerine, domapine, atropine, and epinephrine were given during the catheterization procedure. Reportedly the pt is still expected to have some complications due to the surgery.